Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis, thrombosis, and a myocardial infarction (mi) occurred. The lesion being treated was located in the obtuse marginal (om). The pt had 2 months of exertional chest pain and angina. Pt was on maintenance aspirin and was given heparin. Intervention to 1st om, going through the saphenous vein graft (svg), was performed. The lesion was predilated with a 2.0x15mm maverick balloon, inflated 7 times to 8-10 atms for 10-17 seconds. The physician attempted to place a 2.75x32mm taxus express2 drug eluting stent but was unable to cross. Then he went back in with the 2.5x15mm maverick balloon, inflated to 6 atms for 20 seconds. The maverick balloon was removed and a 2.5x6mm flextome cutting balloon was placed, inflated 7 times to 4-8 atms for 8-40 seconds. A 2.75x32mm taxus express2 drug eluting stent was deployed at 8 atms for 14 seconds. A 2.75x15mm non-bsc balloon was used to post dilate at 8 atm for 30 seconds. No evidence of dissection and 0% residual stenosis. Medications given: heparin, integrilin, and plavix. Pt was discharged the following day. Aspirin and plavix were prescribed. Five months post the initial procedure, the pt presented with chest pain. Angiography revealed in-stent restenosis, up to 90%, in the previously placed 2.75x32mm taxus stent. The physician was unable to cross the lesion with a 2.5x10mm non-bsc cutting balloon. Several inflations were made using a 2.0x8mm non-bsc balloon. The physician went back in with the 2.0x10mm non-bsc cutting balloon, inflated 4 times to 8-18 atms for 14-27 seconds. Then, several inflations with a 2.75x13mm non-bsc balloon were made. Angioplasty was successful. The area was successfully reopened. Medications given: aspirin, plavix, lovinox, heparin, and integrilin. Pt was discharged the following day. Aspirin and plavix were prescribed. Eight months post the initial procedure, the pt presented with chest pain and a mi, confirmed at a different hospital. Pt was given integrilin. The following day, the pt was transferred to the reporting hospital and brought to the cath lab. The pt had stopped taking plavix, for 7 days, for a colonoscopy. Symptoms started several hours following colonoscopy, 3 days prior to going to the hospital. The svg to om was totally occluded, thrombus diagnosed per angiogram. Two inflations were made with a 2.0x15mm maverick balloon, inflated to 10-13 atms for 12-15 seconds, and a 2.75x15mm non-bsc balloon, inflated to 7-35 atms for 0-14 seconds. The procedure was finished with a 2.5x8mm non-bsc balloon, inflated to 4 atms for 13 seconds. The flow, before intervention, was timi I to ii and is nowt timi iii. The pt was discharged the following day. Aspirin and plavix were prescribed.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out at this time. However, based on the info available, a comprehensive investigation was initiated by manufacturing. Upon review of available info related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. The root cause of this complaint will be documented as anticipated procedural complication. A CAPA has been initiated to address this issue. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution.